Event description:
It was reported during in clinic follow up that the atrial lead exhibited a failure to capture. Imaging did not reveal any physical anomalies. There were no patient consequences.

Manufacturer narrative:
Correction: component code update.